Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: significant findings include single view of the right shoulder demonstrates a reverse total shoulder arthroplasty without radiolucency. No fracture. No dislocation. Reverse total shoulder arthroplasty without loosening, fracture or dislocation. A definitive root cause cannot be determined. The reported event is unable to be confirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a the patient is being considered for a shoulder revision due to dislocation. It was noted that the patients components are maxed out on length so the patient will be revised using competitor products.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a the patient is being considered for a shoulder revision due to unknown reasons. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02472, 0001822565-2023-02473, 0001822565-2023-02474, 0001822565-2023-02476 d10: 14mm ã¿ 130mm length humeral stem cat: 00434901413 lot: 65242785 40mm ã¿ glenosphere cat: 00434904011 lot: 65243512 12mm humeral stem spacer cat; 00434903912 lot: 65473774 +2mm lateral offset 25mm post length base plate cat: 00434902502 lot: 64759472 invers/revers scr syst 4.5-48 cat: 01.04223.048 lot: 2940206 invers/revers scr syst 4.5-42 cat: 01.04223.042 lot: 3082070 . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.